Event description:
The suspect device was used to check a pt's blood glucose. Results of 495, 270, and 134 mg/dl were obtained. A lab was drawn and the lab value was 109 mg/dl. Controls were in range. No treatment alleged. The device was replaced and requested to be returned for evaluation.